Manufacturer narrative:
During stock rotation, a potential product issue was noted. Further analysis will be performed.

Event description:
This report is to advise of an event observed during stock rotation.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. During stock rotation, a potential product issue was noted. Failure event was observed during analysis. Review of the device image found indication of non maskable interrupts. Electrical, mechanical, and environmental analysis were performed and were unable to reproduce the non maskable interrupt. A longevity assessment was performed and the device was found to be in normal range of operation.